Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measureable dimensions of the returned pedicle screw have been examined. They all comply with the drawings as well as ao/asif specifications. The entire first thread of the primelock interface of the bone screw is broken off, splinter. The screw head and the collet are not damaged. A possible cause for the head coming off is the damage at the edge of the bone screw fulfilling an important role for safe retention of the screw head. The damage at the edge of the bone screw might be ascribed with high probability to the fact that the holding sleeve has not been sufficiently tied up in the primelock thread and/or that the primelock connection loosened when screwing in the screw due to increased friction between outer and inner holding sleeve. In combination with high lateral forces acting on the screw by the soft tissue pull this all might have resulted in the damage observed. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
While screwing in the screw the 3-d head came off. The screw head is damaged. This is 1 of 1 report for complaint (B)(4).